Event description:
Catheter stopped working, opened another of same catheter to complete case. This has been reported to the manufacturer rep, complaint # (B)(4) was issued, product was returned. Manufacturer response for digital ivus catheter, (brand not provided) (per site reporter). This has been reported to the manufacturer rep. Complaint # (B)(4) was issued, product was returned.